Event description:
It was reported that the insulin gauge displayed an unexpected amount compared to the expected level on a previous day. There was no adverse impact to the customer's blood glucose level. The customer had already replaced the cartridge, with the current one displaying an accurate fill. Customer service advised the caller to reach out for troubleshooting if the issue occurs again, and the caller acknowledged the advice.